Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿.

Event description:
The pump was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving bupivacaine 2.5mg/ml; 0.4005/day and morphine 10mg/ml ; 1.602/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2015. It was reported the patient experienced a sudden change in therapy. The patient followed up in the clinic because the pump continued to alarm. A motor stall occurred (B)(6) 2015 and was seen at initial interrogation. The interrogation did not result in a recovery. The patient did not recently have magnetic resonance imaging (MRI). The pump off password was requested to program the pump to off state. A pump replacement was scheduled at a later date. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics,and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.